Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test. There was no patient involvement.

Manufacturer narrative:
D9: device received on 11/19/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing or by reviewing the device's event history log. The printed wire assembly (pwa) board was replaced, the downstream occlusion (dso) sensor and upstream occlusion (uso) senor were calibrated. The device's software was updated and reset to the standard configuration.